Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02765 / 02766). Device remains implanted.

Event description:
A patient has been indicated for a hip revision due to fluid in the joint. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Review of device history records found no discrepancies which could have contributed to the malfunction. Complaint history for metal on metal complaints are reviewed, based on statistical analysis. The following components were reviewed for compatibility with no issues noted: pn: 14-380353 ln: 290640, pn: 15-105054 ln: 711980. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent a hip revision procedure approximately seven years post-implantation due to metallosis and the presence of grey and brownish fluid. During the procedure, the removal of grey creamy material and asymmetric wear of the acetabular component were noted. The femoral head and cup were removed and replaced. A legacy zimmer cup was used to complete the procedure.